Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer problem: customer had two patients that were run on the bd cov-2 assay which were initially positive. The patients were retested with a different pcr method and the results were negative. Steps taken with customer/troubleshooting: both samples were for preop, asymptomatic patients. The patients were recollected and tested on the cobas liat and the results were negative. Bd kit lot# 0302981. Universal viral transport is the collection media being used. External positive and negative controls have been running appropriately."

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 44500301) lot 0302981 was performed by the verification of complaints history. Customer complained about two preop patients that obtained positive results with the bd sars-cov-2 reagents for bd max" system kit, but negative results on another platform using new samples. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0302981 was manufactured according to specifications and met performance requirements. No data or picture was provided. Discrepant results are frequently associated with sample contamination or low amount of target close to assay limit of detection. However, with no data it was not possible to evaluate such hypotheses. Based on the available information, the cause of the customer issue remains unknown and appears to have been isolated. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0302981. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer problem: customer had two patients that were run on the bd cov-2 assay which were initially positive. The patients were retested with a different pcr method and the results were negative. Steps taken with customer/troubleshooting: both samples were for preop, asymptomatic patients. The patients were recollected and tested on the cobas liat and the results were negative. Bd kit lot# 0302981. Universal viral transport is the collection media being used. External positive and negative controls have been running appropriately."